Event description:
Reporter indicated that a diagnostic test resulted in high lead impedance. It was reported that the pt could not feel stimulation, and there was not believed to be any trauma or manipulation of the device. It was reported that the pt had not experienced an increase in seizures, but had experienced some seizures, which the physician attributed to a head injury and "maybe" to the high lead impedance. X-rays were reviewed by the MFR, and it was confirmed that the connector pin of the lead was fully inserted past the connector block of the generator. It was identified that the negative electrode was not in the typically observed orientation, although this may be due to pt's anatomy. It was also noted that the strain relief was not placed according to recommendations in labeling. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implant device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. It was noted that the negative electrode was not in the typically observed orientation, although this could be due to pt's anatomy. The strain relief was not placed according to recommendations in labeling. Device failure is suspected, but did not cause or contribute to a death or serious injury.